Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 021) issue: the patient experiences a site sensitivity reaction on any area the body where a sensor is inserted. Patient describes it as feeling like a chemical burn. The issue began in (B)(6) 2016. Skin reaction from the adhesive may be normal for some patients patient has treated with tegaderm, and made a visit to the doctor in (B)(6) 2016 where other, unspecified treatment was provided. This complaint is being reported because the patient experience a skin reaction that required medical attention.